Event description:
On (B)(6) 2010, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pt's aortic neck angle was at 40 degrees and there was significant thrombus in the aortic neck. It was reported that on (B)(6) 2013, the pt underwent a reoperation to treat distal migration of the pxt311413/06574079 device of 10 cm plus.

Manufacturer narrative:
Result: the review of the mfg paperwork verified that this lot met all pre-release specifications. Conclusion: according to the gore excluder aaa endoprosthesis instructions for use (IFU) states adverse events that may occur and require intervention include endoprosthesis - component migration.